Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Dmf# - 13704 trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements.

Event description:
On (B)(6) 2017, patient underwent total knee joint replacement using attune knee system due to bone on bone arthritis in both knees. After 4 and a half years, patient was experiencing severe and persistent pain, discomfort, swelling, instability and difficulty ambulating. Patient underwent revision on may 10, 2023. During surgery, it was observed that the tibial base came free from the tibia with little or no force, cement also did not bond or adhere to the tibial base. Doi: (B)(6) 2017 dor: (B)(6) 2023 right knee patient is bilateral, please see (B)(4) for the left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: updated on 23-apr-2024. No device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.